Event description:
It was reported that a spectrum iq pump alarmed closed door when door was closed while attempting to power off the device, it did not recognize that the door was closed, even when no set was in the pump at surgical orthopedic department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.